Manufacturer narrative:
One (1) viper universal poly driver (product code: 2797-34-000, lot # mi27190), was returned to the complaints handling unit (chu) for evaluation. Driver was sent to fracture analysis lab. Visual examination at the macroscopic level reveals that the fracture of the returned poly driver from the lot mi27190 had fractured at the driver¿ distal tip. The fractured second half of the tip was not provided with the part for evaluation. The fractured surface of driver from the lot mi27190 reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the breaking of the viper universal poly driver¿s (lot # mi27190) distal tip cannot be positively determined. However, the fracture analysis report suggests that the plastic deformation at the hex lobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant an expedium5.5 into the patient's l3-5 for lumbar spinal stenosis was performed on (B)(6) 2016. The patient also had a rapidly progressive osteosclerosis. The reported screwdriver was used to insert a cortical fix screw over the guide wire. The screw was successfully inserted; however, the surgeon over-tightened the screw and the guide wire could not be extracted. The surgeon tried to slightly loosen the screw, but, because the screw was so firmly tightened, the tip of the screwdriver got fractured. The surgeon confirmed that the there were no fragment left inside the patient's body, and the surgery was successfully completed. There were no patient injury / consequences, but due to the event there was 10 minutes surgical delay. The surgeon inferred that the screwdriver was not as robust as normal screwdrivers as it was hollow inside.